Event description:
The hospital reported that during a coronary artery bypass procedure, the ratchet would not pull back. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the mount had fractured. There was some rust along the spring on the back of the mount and around the springs. There was no evidence of blood on the unit. When the lever was pulled back, the mount fractured again. Based upon these findings, the reported complaint "ratchet would not pull back" was confirmed. (B)(4).